Event description:
The customer contacted baxter's technical service center regarding air in tubing (without alarm), which occurred on the homechoice (hc) during drain 4 of 6. The registered nurse (rn) stated there was no alarm. The hc did not force an end therapy. The rn stated the blue clamp line is in the organizer and the clamp was open. The rn was not sure if the hp would start therapy over or not. The baxter technical service representative (tsr) assisted the rn to end therapy and the tsr advised the rn to dispose of all current supplies used. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm. All bags were properly connected. There was nothing unusual noted about the supplies. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. It was unknown how the hp would complete therapy with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - open clamp.the label review found the labeling adequate for the use error in this complaint.